Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. A break was noted between the manifold and strain relief hub. The manifold section proximal of this break site was not returned. A visual examination of the stent found evidence of damage on the first three distal strut rows, which were lifted and pulling proximally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 14-16mm x 3.25-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 3.50x16mm promus element stent was advanced for treatment. However, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 14-16mm x 3.25-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 3.50x16mm promus element stent was advanced for treatment. However, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.